Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 2 instances of call service alarm issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 17 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 1 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 17</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-70 years of age and between 15 and 195 pounds. Of the reported patients, 6 were male and 11 were female.